Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked and stretched, measuring out of specification at 1.060 in. In length. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The download data did show a rotational sensor abnormality. This rotational sensor abnormality occurred during pod activation, however this malfunction did not affect pod activation as the pod was received fully deployed with both priming sequences having the expected number of pulses. Rerun of the pod did not replicate the rotational sensor abnormality. Inspection of the commutator cap and rotational sensor springs found no damages or manufacturing deficiencies that would result in a rotational sensor abnormality. The exact cause of the rotational sensor assembly malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 261 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, the patient changed out the pod for a new pod. The ketones were trace.